Manufacturer narrative:
Date of event: unknown. If explanted, give date: not applicable as the lens remains implanted. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iols) were implanted in the eyes of a (B)(6) year-old female patient during a bilateral surgery on (B)(6) 2016. Reportedly, the patient's refraction was -1.00, however the patient was j5 in both eyes. Through follow up, it was learned the patient's distance vision is great but reading is 25 inches and not clear. This report will capture the lens implanted in the right eye and a separate MDR will be filed for the lens implanted in the left eye. No further information was available.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.